Event description:
It was reported that during a da vinci-assisted general surgical procedure, intuitive surgical inc. (Isi) representative reported the surgeon stated that they are having an issue with arm 3 again. The customer stated it was not articulating correctly. The customer had seated instrument with no change. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it happened in a cholecystectomy procedure. The surgeon did not disable or discontinue use of arm due to issue. The procedure was robotically completed with all 4 arms but extremely aware of instrument. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. No, the failure was not related to an inability to move the instrument at all. No, it went a different direction and surgeon had the instrument removed and reseated a few times. The movement was different than the surgeon intended. No lag. There were no shakiness or friction experienced. No, there were no any instrument-to-instrument or system arm-to-arm interference. There were no any external collisions. The issue was intermittent. There is no drape available for return. No patient injury or harm. No device was not inspected prior to use. No media available for review. The issue occurred 15 minutes when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use.